Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
"Customer reported, we have been experiencing low pi signals and a "low perfusion" warning on almost all ear oximetries we perform with the lncs tc-I tip clip. The interesting thing we have also seen with this is a good and better spo2 reading than with the finger sensor? This is happening on all oximeters." Customer states that during 6 min walk tests they use a radical7 colour screen with dc1 on patients finger and a radical7 with tc1 on the patients ear. Customer states they notice a lower sp02 with higher pi on dc1on finger and higher sp02 with lower pi with tc1 on ear. There were no known impact or consequence to patient.